Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose of 512 mg/dl with headaches, funny taste in their mouth, rapid, deep breathing, and symptoms of dehydration. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient had gastroparesis and kidney disease. This information is being reported because the patient allegedly experienced hyperglycemia due to the down arrow, up arrow and ok buttons being under-responsive.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a button/keypad issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.